Manufacturer narrative:
Correction to b5: it was reported that three (3) large volume folfusors underinfused during infusion (previously reported with a quantity of 1). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 3, 2024 ¿ april 5, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The device did not completely deliver the dose of trabectedin during the expected therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.